Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were monitoring spo2 only for a patient, but they were unable to see the patient vitals at the philips information center ix (pic ix). The patient was noted to have died.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the reported issue. The fse pulled and reviewed the audit log which showed that spo2 low alarms and desaturations were silenced at the ix until 20:26, after which the spo2 parameter was turned off. At 20:47, the spo2 was turned back on. The customer did not make any allegations about the device contributing to the patient death.there was no product malfunction; this is considered a user issue as the alarms were seen to have occurred and were silenced. The spo2 alarms also were determined to have been turned off. The device remains at the customers site no further investigation warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.